Event description:
It was reported that the customer was experiencing low and high blood glucose readings. During the night the customer's blood glucose dropped to 40 mg/dl. The customer has also experienced high blood glucose readings of 500 mg/dl. The mother states that the daughter may not be taking care of her diabetes issues properly and that it may not be the sensor. It was also stated that the customer that the customer was receiving lost sensor alarms. Advised the customer's mother that we can troubleshoot for the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.